Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('officially essure free') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced adhesion ("apparently my colon was stuck to my uterus also"). The patient was treated with surgery (surgery to remove essure). Essure was removed. At the time of the report, the medical device removal and adhesion outcome was unknown. The reporter considered adhesion and medical device removal to be related to essure. Concerning the injuries reported in this case, the following one/ones was/were reported from social media report : medical device removal, adhesion. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.